Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the bullet popped off the mesh leg assembly outside the pt. The procedure was completed with another pinnacle device with no complications to the pt, who is reportedly "good" post-procedure.

Manufacturer narrative:
The pt's exact age was not reported; info supplied was completed by the manufacturer based on info obtained from the complainant. The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.